Manufacturer narrative:
Correction to b3 of the initial. Please see b3 for further information. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 22 may 2024 sampling from: all channels cfu: >100 cfu/endoscope bacterial identification: micrococcaceae sampling date: 31 may 2024 sampling from: suction channel cfu: >100 cfu/endoscope bacterial identification: kocuria rhizophila sampling date: 31 may 2024 sampling from: air water channel cfu: 1 cfu/endoscope bacterial identification: kocuria rhizophila sampling date: 31 may 2024 sampling from: auxillary water channel cfu: 2 cfu/endoscope bacterial identification: brevundimonas diminuta sampling date: may 31, 2024 sampling from: biopsy channel cfu: 8cfu/endoscope bacterial identification: mesophilic bacillus spp. (30°c), micrococcaceae sampling date: jul 16, 2024 sampling from: all channels cfu: <1cfu/endoscope bacterial identification: n/a the device was evaluated where a scrape in the inner channel could have possibly disturbed the performance of cleaning if it was deep enough. This may have resulted in insufficient reprocessing of the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of micrococcus luteus, rhodotorula mucilaginosa, and acinetobacter baumannii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.